Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient was not feeling good so he/she visited a hospital. It was confirmed that this right atrial (ra) lead exhibited an insulation damaged and impedance issues due to a suspected fracture. The lead remains in service. No adverse patient effects were reported.